Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c (B)(4). S/w version 4.10d. Unit received missing battery cap contact, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.